Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-mar-2026, an FDA medwatch notification was received via email. A facility representative reported a malfunction involving an ar-8737-37 1.5 mm cannulated hex driver shaft. During placement of an ar-8725-26h micro compression ft screw (2.5 mm × 26 mm), the tip of the driver shaft sheared off inside the screw, requiring removal of the screw. A screw extractor was used without incident, and a 3.5 mm screw was then placed to complete fixation. Intraoperative fluoroscopy verified appropriate hardware placement, confirmed fracture stability, and showed no retained fragments other than the intended implants. No postoperative complications were reported. The event occurred during an orif of a left talus fracture procedure on (B)(6) 2026.